Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, probable cause is presumed that bad electrical connection occurred by accumulated electrical stress applied to image sensor on image sensor unit and electrical boards in video connector (mounted electrical parts included) by energizing, accidental static electricity, over current due to attachment/detachment of the connector while the system was on, or the like. The above may have caused adverse impact to image signal output, led to unstable output. As a result, a temporary electrical connection to the system occurred which led to the failure. The over current may have occurred by attachment/detachment of the connector while the system was on, over current from other devices or electrical wiring, dusty/humid electrical contacts at the system/video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU) which state: ltf-s190-5 IFU: operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. We would like the user to review IFU and handle the product in accordance with the IFU to prevent recurrence of the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up / inspection for use, the subject flex video scope device had an e226 error occurrence. There was no harm or injury reported.